Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of error code 242.4030. Was confirmed and replicated during laboratory testing. Pump module s/n (B)(6) log recordings: at 6:10:08 am, the device was attached to a pcu and displayed the error code 242.4030 when it was turned on. At 6:10:43 am, the device was attached to a pcu, is assigned to the channel a and displayed the error code 242.4030 a total of 2 times. At 9:58:08 am, the device was attached to a pcu and displayed the error code 242.4030 when it was turned on. No further error codes were recorded. The alaris system maintenance (asm) preventive maintenance task and functional testing performed on the suspect pump module, found the device failing both tests. The alaris system manual v12.1 states that, when a channel error appears, ¿clear the channel error pop-up by pressing the confirm soft key. Power down the system, or continue use of functional units, or replace the affected channel with an operable module¿. The channel error tip sheet states ¿to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module as the affected channel will stop operating. If necessary, use the restore function on unaffected channels that were attached and reattached during the alarm state. Finally, return the affected module to your facility¿s biomed department.¿ internal inspection of the suspect pump module s/n (B)(6) observed a broken component (op1) related to the functionally of the device, confirming the failure. There was not patient involvement. The pump module is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 242.40.30. There was no patient involvement.

Event description:
It was reported that the device had displayed error code 242.40.30. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of error code 242.4030. Was confirmed and replicated during laboratory testing. Pump module s/n (B)(6) log recordings: at 6:10:08 am, the device was attached to a pcu and displayed the error code 242.4030 when it was turned on. At 6:10:43 am, the device was attached to a pcu, is assigned to the channel a and displayed the error code 242.4030 a total of 2 times. At 9:58:08 am, the device was attached to a pcu and displayed the error code 242.4030 when it was turned on. No further error codes were recorded. The alaris system maintenance (asm) preventive maintenance task and functional testing performed on the suspect pump module, found the device failing both tests. The alaris system manual v12.1 states that, when a channel error appears, ¿clear the channel error pop-up by pressing the confirm soft key. Power down the system, or continue use of functional units, or replace the affected channel with an operable module¿. The channel error tip sheet states ¿to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module as the affected channel will stop operating. If necessary, use the restore function on unaffected channels that were attached and reattached during the alarm state. Finally, return the affected module to your facility¿s biomed department.¿ internal inspection of the suspect pump module s/n (B)(6) observed a broken component (op1) related to the functionally of the device, confirming the failure. There was not patient involvement. The pump module is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 242.40.30. There was no patient involvement.